Event description:
It was reported that a regurgitation problem was found during the third-year examination of a mosaic aortic valve implant. The patient required elective secondary surgery due to the regurgitation and was re-hospitalized for a second aortic valve replacement surgery. The initial surgery had no adverse effects, but the regurgitation issue necessitated further intervention. The patient underwent a second surgery to implant a mosaic valve, which was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the severity of aortic regurgitation as severe. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.2: outcome attributed to adverse event b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, inward deflection was observed on the right-noncoronary and left-noncoronary stent posts. The overall stent appeared distorted, exhibiting an elliptical shape. The valve was rotated in the stent during manufacturing, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. All leaflets appeared to be in a closed position with prolapse noted in the non-coronary and left cusps. All leaflets appeared tan and flexible. A large abrasion was noted on the right cusp, extending from the free margin to the belly with an adjacent abrasion at the free margin, tissue deterioration likely associated with contact against the bias cloth. A small hole was observed at the margin of attachment of the right cusp; likely associated with damage incurred during the explant procedure. The non-coronary cusp displayed similar abrasions to those on the right cusp, with damage extending from the free margin to the belly with adjacent additional abrasions. The left cusp exhibited a minor abrasion at the free margin. The left right, left non-coronary, and right non-coronary commissures appeared intact. Host tissue: remnants of pannus were observed lining the outflow rails of all cusps. Glistening, off-white pannus remained adherent to the margin of attachment and inferior coaptive areas of each cusp. Pannus encroachment extended approximately 1 to 3 mm onto all cusps. An unknown amount of pannus may have been removed during explant. Sewing ring: the sewing ring was removed exposing the underlying stent. Remnants of monofilament sutures remained attached to the existing sewing ring between the left and right cusps. Radiographic images showed no evidence of calcification in the valve. D4: updated d9: updated h3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.